Event description:
During an unknown procedure, the clip came out of the jaws during loading. This happened on 2 devices. The procedure was completed with a 3rd like device. There was no patient consequence.